Event description:
The catheter was returned to the manufacturer stating it was 'defective?. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Conclusion: analysis revealed a hole in the catheter located 1.5 cm from the proximal end. It is probable that it occurred because it was installed on the connecting pin and then was removed. Visual inspection of the introducer needle revealed no anomalies. A guide wire was returned with 2 bends in it, likely to have occurred after the attempt to install the catheter.